Event description:
It was reported that the pump settings needed to be updated. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. Tandem technical support assisted the customer in updating pump settings, and the customer resumed insulin therapy.